Event description:
It was reported that the right atrial lead exhibited low impedance and noise. The noise was replicated with isometrics. The lead was reprogrammed and remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states that the right atrial lead was capped and replaced.